Event description:
Journal article received: minimally invasive dynamic hip screw: prospective randomized trial of two techniques of a insertion of a standard dynamic fixation device.: authors: a. Alobaid, md, e.j. Harvey, md, g.m.elder, md, p. Lander, md, p. Guy, md, and r. Reindl, md. : j orthop trauma. Volume 18, number 4: april 2004. This article does mention synthes, please see attached article. This article compares the minimally invasive technique versus the conventional technique for safety and outcome for inserting a standard dynamic hip screw and plate. The study was broken out into the midhs, (minimally invasive) and control group, (standard insertion). Gender: midhs group: 14 females: 6 males. Control group: 16 females: 11 males. Mean age: midhs group: 80.5 years, range: 51-98 years. Control group: 82 years, range: 64-92 years. Both groups had comorbidity factors: hypertension, other cardiac, thyroid, respiratory, peripheral vascular disease. There were no reports of failure of fixation in the series, infections in either group, and no herniations of muscle or fascia occurred in the midhs group. The study reported: in the first year of follow up: there was 1 death in the midhs group. In the control group there were 2 dvt, (deep vein thrombosis) and 2 deaths. It is unknown if the synthes device contributed to the death. This complaint is on the 2 dvt, (deep vein thrombosis) in the series. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Midhs group: 80.5 years, range: 51-98 years. Control group: 82 years, range: 64-92 years. Midhs group: 14 females: 6 males, control group: 16 females: 11 males. The investigation could not be completed; no conclusion could be drawn, as no product was received.